Event description:
Upon investigation, the complaint was confirmed. The pump was ran through testing to see if the initial error would present it self again. The pump was ran through final acceptance, after two complete runs no error was produced. The pump logs were then reviewed to see if the source of the error could be identified. After reviewing the log files, it was determined via the flight recorder logs that the fva assembly did record a crash of the fva pins. After consulting with r&d, it was concluded that a known software bug was responsible for the failure. The pump's software was updated to the current revision prior to investigation. This update in software explains why the failure could not be replicated on the testing line during the initial investigation.

Event description:
Customer reports the following: "grinding sound then pump problem alarm." Preliminary review indicates that this is a cam failure; this occurred during an active infusion. This is being reported due to the referenced technical issue as a conservative measure; no adverse effects reported. More information is needed to complete the investigation.